Event description:
On (B)(6) 2016, the manufacturer was notified of the following: a (B)(6) man was scheduled for a coronary-artery bypass operation and aortic valve replacement because of ischemic cardiac disease and severe aortic stenosis with moderate valve insufficiency. Firstly the patient underwent a placement of a single coronary bypass graft (left internal mammary artery to left anterior descending artery), and through an oblique-cross aortotomy, aortic valve replacement was performed with a l-size percival sutureless aortic valve prosthesis, using standard cardiopulmonary by-pass technique with intermittent antegrade and retrograde coldblood cardioplegia for myocardial protection. The first attempt of weaning from cardiopulmonary by-pass was successful. Intraoperatively, the control trans-esophageal echocardiogram showed a severe aortic regurgitation with central jet. Intraoperative tee echogram: focused transesophageal echocardiography in the or. Perceval valve in aortic position. Leaflet mobility maintained, both at 45 and 130 degrees. Moderate (gr. Ii-iii) central valvular aortic regurgitation visible both in short axis and long axis without evident cause by echocardiography. Preoperative assessment suggested feasible aortic anatomy for perceval implantation. Beyond this, normal lv and rv function, no other relevant valvular disease. Therefore aortic cross clamp, cardiopulmonary bypass and antegrade cardioplegia were performed at the second time. Although the implanted valve was observed in appropriate position but it was exchanged with a st. Jude medical mechanical valve. After closing of aortotomy, administration of warm retrograde hot-shot and left ventricular deairing the aortic cross clamp was removed and a longer reperfusion was performed. The weaning from cardiopulmonary by-pass was successfully at the first time with minimal dose inotrope support.

Manufacturer narrative:
Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group(B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA.